Event description:
It was reported patient had high impedances and was unable to set the ipg into MRI mode. Surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected: d4 - d4 - additional device information. Corrected: d6a - date of implant.